Manufacturer narrative:
A field service engineer (fse) went onsite and confirmed the reported issue. The fse reviewed the event logs and confirmed the error for primary alarm failure was in the logs. The fse then replaced the power management (pm) printed circuit board assembly (pcba) to resolve the issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that the primary alarm had failed. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. Investigation is ongoing.